Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure to treat a left peroneal artery with heavy calcification. A non-abbott guide wire (gw) was advanced to the target lesion. Then a 3.0 x100mm otw armada balloon dilatation catheter (bdc) was advanced over the gw and to the target lesion without issue. During first inflation, the balloon ruptured at 10 atmospheres. The bdc was removed and a 3.0 x100mm otw armada bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.